Manufacturer narrative:
Concomitant medical products : product ID 37743, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2018-06-11. It was reported the patient received the replacement patient programmer and was still having pain. The caller stated at one point the patient tried turning it up, but it shocked her, so they did not want to do that again. The patient really doesn't know how to work the patient programmer. The caller stated the patient was saying that don't know what direction to go because patient is stating stimulation might be too strong, so turning it up might not be the best option but, yet she is still in pain. The patient experienced shocking when she first got the device, 9 or 10 years ago. The caller also stated that stimulation was too strong right after patient¿s hip surgery, in (B)(6) 2017, which they believe was unrelated to the ins device or therapy. On (B)(6) 2018, the patient called again and stated they were at the doctor¿s office and wanted a representative to come out. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis found that the digital board was corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that patient did not know if it was an issue with the patient programmer or implantable neuro stimulator (ins). Patient has been having troubles with her patient programmer, the programmer will light up but reported nothing was coming up on the screen. Consumer stated the patient noticed he symptoms coming back. Consumer stated they have tried replacing the batteries of the patient programmer. Consumer did not have batteries for the programmer and was going to call back once they have batteries. No further patient symptoms or complications were reported in this event. Additional information was received. It was reported the programmer was unable to power up. The consumer checked the battery compartment and mentioned a little bit of corrosion on the positive contact. It was stated that the programmer had not been dropped or gotten wet. The consumer tried another set of batteries, verified placement and nothing came up. No further complications were reported.

Manufacturer narrative:
Fdc (B)(4) no longer applies. Fdc (B)(4) was added. If information is provided in the future, a supplemental report will be issued.